Event description:
It was reported that when the asymptomatic patient presented for a device change-out due to normal eri, dislodgement was observed under fluoroscopy. High capture threshold was observed. The lead was successfully capped and replaced on (B)(6) 2017. The patient was doing fine post procedure.